Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of fos connection issues is confirmed. The gray fos connector was broken away from the blue clamshell housing upon receipt. This type of damage can occur if the fos connector recesses and the retaining tabs on the gray fos connector break. The root cause of the broken fos connector is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported compliant. There are no new or revised risk. This issue will be monitored for developing trends. No further action at this time.

Event description:
It was reported that the event occurred during insertion on a patient of 74in in height in the cath lab. During insertion of the fiber optic sensor (fos) blue connector, the rn noticed it did not click as it normally would. When she pulled it back to see why, the fiber connector at the tip of the blue connect pulled out. As a result, they chose to use another fiber catheter. The intra-aortic balloon (iab) was removed and replaced successfully. There was a reported delay/interruption in therapy, but caused no harm to the patient. There were no patient complications. There was no reported patient death or serious injury. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during insertion on a patient of (B)(6) in height in the cath lab. During insertion of the fiber optic sensor (fos) blue connector, the rn noticed it did not click as it normally would. When she pulled it back to see why, the fiber connector at the tip of the blue connect pulled out. As a result, they chose to use another fiber catheter. The intra-aortic balloon (iab) was removed and replaced successfully. There was a reported delay/interruption in therapy, but caused no harm to the patient. There were no patient complications. There was no reported patient death or serious injury. No medical intervention was required.